Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. Pre-dilation was performed with 15mmx2.5mm balloon resulting in 90% residual stenosis. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the proximal end of the stent struts was lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.